Event description:
It was reported that a light sensitive drug set experienced a leak. The location was not specified. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.